Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The alert/alarm reported by the end user was not found in the event history log (ehl). The alarm was reproduced during additional functional testing, however. The investigation also confirmed that the main board serial number did not match the serial number of the pump on the bottom case label. The customer reported product problems were therefore confirmed. The alter/alarm was produced because the pump memory was full. The serial number/label issue was attributed to an alteration by the customer. The motherboard from another pump was used. Ultimately, the problems reported by the customer were attributed to user interface issues. These were established as the root causes. To address the reported problems, the investigator downloaded the pump history into the pharmguard toolbox. The investigator also changed the main board serial number to match with the pump by using the pharmguard toolbox software.

Event description:
It was reported that the medfusion pump produced an alert recommending that a pharmguard data transfer take place. The end user also noted a serial number discrepancy in the system. No patient injury or complications were reported in relation to this event.